Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. Also, the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in the right eye. Moreover, the endoscope was visually inspected and found cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. In addition, the distal window appears to be broken and missing a fragment.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus had a tip broken. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing from the scope.